Event description:
It was reported by the home health nurse that the ventilator alarm was very low in sound. The patient was placed on another ventilator. No patient harm reported.

Manufacturer narrative:
Na